Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A university physician reported via phone call, the insulin pump continues to alarm not delivery. He changed the entire set and the buttons aren't responding. Doctor stated they sent the customer with the device to her home. The device was filled with glucagon instead of insulin as customer needed it due to reoccurring lows caused by her cancer condition. Customer's blood glucose was 170 mg/dl. The physician didn't recall any significant event which may have caused the keypad issue. He was advised to have the customer discontinue use of the device, revert to back up plan, and the device need to be replaced. Troubleshooting for no delivery wasn't performed due to keypad anomaly and issue might be caused due to glucagon. The device is not returning for analysis.